Event description:
Reported that analyzer fio2 was fluctuating and beeping. Respiratory therapist went into the room and it was found to be reading w/o any problems, but it was switched out as a precaution. No harm to pt.